Event description:
It was reported that the user experienced low blood glucose around mealtime while using the ilet, with a lowest value of 64 mg/dl and an alert for low glucose; the event lasted about 10 minutes out of range and was corrected by consuming their meal, and education was provided regarding not announcing a ¿less than usual¿ meal to avoid maladaptation. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included a review of user-reported history and troubleshooting with user education. Investigation of this case revealed no device malfunction and suggested appropriate system responsiveness with automated adjustments and user meal intake resolving the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.